Event description:
It was reported that the catheter broke during iodine injection. Another catheter was used and the same issue occurred. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00698

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).